Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted due to receiving appropriate shocks from this cardiac resynchronization therapy defibrillator (crt-d). The proximal coil of the right ventricular (rv) lead was found to have moved into the patient's vessel, so reprogramming was performed. The shock configuration was reprogrammed, but then an alert for high out of range shock impedances on the rv lead triggered the following day. The impedances were 127 ohms. At this time, the products remain in service. No adverse patient effects were reported.